Event description:
As reported by the customer, the nurse noticed that the effluent tubing was vibrating/gyrating excessively between the effluent bag and the blood leak detector (bld). No alarms. The effluent pump would speed up and slow down intermittently. The ultratiltration rate (ufr), calculated hourly as effluent minus dialysate, was less than the actual replacement solution intake. The patient was put on another machine and the medical staff removed the fluid overloaded. Some time after the treatment, the patient expired.